Manufacturer narrative:
Visual and functional inspections were performed, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no other similar incidents reported from this lot. The device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. It is likely that during advancement through the heavily calcified, 100% stenosed anatomy, the balloon became compromised and/or damaged resulting in the reported balloon rupture during the first inflation. The noted scratches on the balloon near the rupture also suggests interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.h6: method code 10 and result code 3253 were added. Method code 4115 was removed. D10, h3 - it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned.

Manufacturer narrative:
Exemption number e2019001. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x200 mm armada 18 was advanced to the vessel without incident, but the armada ruptured with the first inflation at nominal pressure during angioplasty of the heavily calcified, 100% stenosis in the left anterior tibial artery. The armada was removed in one piece and replaced with a 3.0x100 mm armada 18 to complete the procedure. It is suspected that the rupture occurred due to the calcified anatomy. There were no adverse patient effects and no clinically delay in the procedure. No additional information was provided.